Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The 95% stenosed target lesion was located in the densely, severely calcified and moderately tortuous mid to distal left anterior descending artery. After pre-dilatation with an unspecified balloon catheter, a 2.25x20mm promus element drug-eluting stent encountered resistance at the proximal portion of the lesion and failed to cross the lesion despite several attempts. The device was removed. The physician performed rotational atherectomy with a 1.25mm rotalink plus catheter. After debulking the lesion, they noticed damaged at the distal struts of the stent. The procedure was successfully completed with a 2.25mmx32mm promus element drug-eluting stent. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for analysis. A visual and microscopic examination of the device identified that the tip of the device was slightly flared. This type of damage is consistent with the tip being pushed up against a restriction, during attempts to cross the lesion. The crimped stent and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The 95% stenosed target lesion was located in the densely, severely calcified and moderately tortuous mid to distal left anterior descending artery. After pre-dilatation with an unspecified balloon catheter, a 2.25x20mm promus element ¿ drug-eluting stent encountered resistance at the proximal portion of the lesion and failed to cross the lesion despite several attempts. The device was removed. The physician performed rotational atherectomy with a 1.25mm rotalink plus catheter. After debulking the lesion, they noticed damaged at the distal struts of the stent. The procedure was successfully completed with a 2.25mmx32mm promus element drug-eluting stent. No patient complications were reported and the patient status is stable.